Event description:
Contact reports that during mis surgery at l4-s1, the final lateral x-ray showed the l5 set screw was displaced and sitting perpendicular to the rod instead of parallel. The set screw, rod and viper x-tab polyaxial screw were removed and replaced intra-operatively. It was noted that the set screw threads had broken off from the screw and into the screw head of the concomitant device x-tab polyaxial screw (whose threads were damaged). During reinsertion of the screws, the tip of set screw inserter broke off in the set screw at l4. The broken tip and the set screw were retrieved. Lastly, the guidewire sheared off approximately 50mm from its distal end in the l5 pedicle. The broken piece remains in the patient. The remaining portion of the guidewire was discarded. The difficulties resulted in a delay of approximately ten minutes. It was reported that there were no adverse consequences to the patient. This medwatch report is being filed for the guidewire that broke off in the patient. See mfg medwatch report no. 1526439-2013-22021 for the set screw inserter. See mfg medwatch report no. 1526439-2013-22022 for the set screw with torn threads. Concomitant devices: viper x-tab polyaxial screw, (B)(4), qty = 1 viper rod, catalog number unknown, qty = 1 additional viper set screws, (B)(4), qty = 3.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device discarded by customer.

Manufacturer narrative:
The removed portion of the guidewire was discarded by the customer. Review of the device history record cannot be performed as the lot code is unknown. Review of complaints from the past twelve months found no significant trends. Examination of provided x-rays by depuy synthes spine¿s medical director found no visibility of any patient anatomic factors that would be contributory to the guidewire breakage. It was noted that the retained guide wire tip at l5 appears to be bent. It is possible that the guide wire trajectory was at a different angle than the actual screw trajectory which could be a possible cause of stress on the guide wire, causing it to break. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of this device and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.